Event description:
A nurse contacted baxter product surveillance stating that a transfer set had fallen off the catheter of a home patient. The transfer set had been in place for about two weeks. This was a plastic adaptor and the initial connection was made by hand. The separation occurred at the transfer set adaptor / catheter interface. The nurse did not know what might have caused the transfer set to have fallen off. This patient developed peritonitis.